Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-00885. It was reported one of the patient's leads was superficial. There was no discomfort or pain associated with the superficial lead. Surgical intervention took place on (B)(6) 2021 in which the lead was buried deeper. Note: it is unknown which lead was superficial, as such both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.